Event description:
The facility reports the resident was being hoisted into the tub when the lift toppled over and was caught by the caregiver. The caregiver tried to balance the chair on thier right leg suffering pain in their right thigh and lower back.